Manufacturer narrative:
(B)(4). Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that a catheter tip break occurred. The target lesion was located in the moderately tortuous common hepatic artery. A renegade¿ hi-flo¿ kit was selected for use. During the procedure, after the superselective catheter reached the target vessel and when the physician injected the microspheres, it was noted that the proximal tip of the renegade¿ microcatheter became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hub, shaft and tip were microscopically examined and noted that the device was broken/damaged from 2cm from the hub to 6cm distally. The shaft was not completely separated, the inner liner was still connected. There was damage on the distal end of the device in the form of flattening and twisting. The damage was located at 8cm from the tip proximally to 17.5cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a catheter tip break occurred. The target lesion was located in the moderately tortuous common hepatic artery. A renegade hi-flo kit was selected for use. During the procedure, after the superselective catheter reached the target vessel and when the physician injected the microspheres, it was noted that the proximal tip of the renegade microcatheter became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.